Event description:
It was reported that fluid was continuously flowing when pressurized during priming before use. Reportedly, there were no pt complications.

Manufacturer narrative:
The device was not returned for evaluation.